Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost stimulation from the scs system approximately a year ago. The patient stated approximately three months prior before losing therapy the stimulation would be "interrupted". A company representative met with the patient and found the patient's scs ipg was inoperable as neither the patient programmer nor the charger would locate the ipg. The patient was referred to a spine surgeon to discuss her options.

Event description:
Additional information received identified the patient's scs ipg was replaced with a new one.